Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission showing non-sustained ventricular oversensing. Stored electrogram noted the implantable defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed. No patient symptoms were reported.